Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed to open. The field service engineer (fse) found that no hardware used to access medication was detected on the bus. The device was powered off, and all pyxibus cables were disconnected from the back of the communications sled. After the device was booted back up, the main drawers were detected on the bus. The fse then plugged in one pyxibus cable at a time until all cables were connected, and all components were detected on the bus again. The drawer cables and pyxibus cables were inspected for damage or loose connections, and none were found. All drawers, tower doors, and the remote manager were opened and closed with no issues. During further inspection, the barcode scanner cable was found to have a short, and the scanner assembly was replaced. The device was inspected and verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working, all drawers had failed, were not detected on the bus, and a reboot was attempted but did not resolve the issue. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient. There were no adverse events or injuries reported due to this event.